Event description:
On (B)(6), 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. While deploying the contralateral leg component, the left internal iliac artery was unintentionally covered by the device. The physician reported that because of the deep c-arm angle, the angiography image did not show to the foot side, and the radiopaque marker on the device was overlooked. The physician attempted to push up the device, but it was not successful. While ballooning using the non-gore balloon catheter, the proximal neck site was damaged. Reportedly, the ballooning was too strongly. To treat the aorta damage, chimney grafts were placed in the bilateral renal artery, and then two stent grafts were additionally placed at proximal neck site. The patient tolerated the procedure.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. Per IFU, the physician is advised to follow the manufacturer¿s recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.